Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, alinity hbsag confirmatory ln 8p11 that has a similar product distributed in the us, ln 4p54, architect qualitative confirmatory.

Event description:
The customer observed a (B)(6) hbsag results on the alinity analyzer. The following data was provided: (B)(6). A new sample was drawn and confirmed (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of the design history file, and a review of labeling. No adverse trend, non-conformances, potential non-conformances, or deviations were identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Accurate and reproducible results are dependent upon properly functioning instruments and reagents, storage of product as directed, and good laboratory technique. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.